Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 10 days using novolog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. Additionally, was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.